Event description:
It was reported that when dripping the chemotherapy drug, it seeped from the vent hole that was pressed tightly. There was patient involvement but no harm was reported. No additional information is available at this time.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, probable cause is unable to be determined.